Event description:
It was reported that the patient with this implantable pacemaker is getting pain acutely. Reportedly, the patient has had computed tomography (CT) scans and nothing has been identified. The patient was last seen in (B)(6) 2023 and all is determined to be performing as expected with the pacemaker. The pain is sharp at the device site and all at random times. Technical services (ts) clarified how the device works and discussed functions. The patient was then referred to the physician to discuss concerns and review the device function. Additional information was provided. The device was repositioned to the sub-pectoral area. The device remains in service. No additional adverse patient effects were reported.